Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref: 3005334138-2019-00195, 3008452825-2019-00160. During a redo pulmonary vein isolation procedure, the left atrium was successfully ablated near the pulmonary veins and the catheters were withdrawn toward the right atrium. After withdrawing the catheters to the right atrium, the patient became hypotensive. An intracardiac echogram revealed a pericardial effusion. A pericardiocentesis was performed and a drain was inserted until the patient stabilized. There were no performance issues with any abbott device.